Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve premature ventricular contractions (pvcs) with couplets occurred. The longest run was 15 seconds. A beta blocker was started, and the patient was discharged on the medication. Additional information was received that the patient was not on anti-arrhythmic medication prior to the implant of the valve. Anti-arrhythmic medication (metoprolol 25 mg) was prescribed following the implant. Per the physician, the patient did not have any medical history/pre-existing conditions that contributed to the pvcs. The valve implant was annular, so the frame was in contact with the right ventricular outflow tract (rvot). Per the physician, the implant depth did contribute to the arrythmia. The event resolved one day after onset. Additional information received indicated the premature ventricular contractions (pvc) were probably related to the valve and implant procedure. The pvcs event resolved approximately 43 days following onset. Additional information was received to report a core lab finding: type I valve stent fracture without loss of stent integrity and distortion of row 6 anteriorly adjacent to the fracture.

Manufacturer narrative:
Updated data: b1. B5. A fourth paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve premature ventricular contractions (pvcs) with couplets occurred. The longest run was 15 seconds. A beta blocker was started, and the patient was discharged on the medication.

Manufacturer narrative:
Image review: an echocardiogram dated 2024-aug-07 was provided and reviewed. The patient was post harmony transcatheter pulmonary valve (tpv) implantation. The harmony valve leaflet motion appeared normal. There was normal proximal flow across the harmony tpv with a peak velocity of 2.1 meters per second (m/s) and a peak gradient of 19 millimeters of mercury (mm hg). There was no central pulmonary regurgitation. The device inflow appeared well apposed to the right ventricular outflow tract (rvot). There was a trivial amount of flow adjacent to the valve frame but an exit jet was not seen. There was no significant paravalvular leak (pvl) noted. No obvious device frame configuration issues. There was mild right ventricular enlargement, with a mildly depressed function. The left ventricular size and function appeared normal. A chest x-ray dated (B)(6) 2024 was reviewed. The valve frame appeared appropriate with no obvious deformation for fracture. In conclusion, the harmony tpv appeared to be functioning normal post implantation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the premature ventricular contractions (pvc) were probably related to the valve and implant procedure. The pvcs event resolved approximately 43 days following onset.

Manufacturer narrative:
Corrected data: d4 - unique identifier (UDI) # updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was not on anti-arrhythmic medication prior to the implant of the valve. Anti-a rrhythmic medication (metoprolol 25 mg) was prescribed following the implant. Per the physician, the patient did not have any medical history/pre-existing conditions that contributed to the pvcs. The valve implant was annular, so the frame was in contact with the right ventricular outflow tract (rvot). Per the physician, the implant depth did contribute to the arrythmia. The event resolved one day after onset.

Event description:
Additional information received indicated that a biplane cine fluoroscopy 6 months following the valve implanted was performed and confirmed the type I stent fracture without loss of stent integrity.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve premature ventricular contractions (pvcs) with couplets occurred. The longest run was 15 seconds. A beta blocker was started, and the patient was discharged on the medication. Additional information was received that the patient was not on anti-arrhythmic medication prior to the implant of the valve. Anti-arrhythmic medication (metoprolol 25 mg) was prescribed following the implant. Per the physician, the patient did not have any medical history/pre-existing conditions that contributed to the pvcs. The valve implant was annular, so the frame was in contact with the right ventricular outflow tract (rvot). Per the physician, the implant depth did contribute to the arrythmia. The event resolved one day after onset. Additional information received indicated the premature ventricular contractions (pvc) were probably related to the valve and implant procedure. The pvcs event resolved approximately 43 days following onset. Additional information was received to report a core lab finding: type I valve stent fracture without loss of stent integrity and distortion of row 6 anteriorly adjacent to the fracture. Additional information received indicated that a biplane cinefluoroscopy 6 months following the valve implanted was performed and confirmed the type I stent fracture without loss of stent integrity.

Manufacturer narrative:
Updated data: h6. Conclusion: additional information received confirmed the type I valve frame stent fracture without loss of stent integrity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that at approximately 1 year following the valve implant radiographic imaging confirmed still the one, type 1 stent fracture still without loss of the stent integrity.

Manufacturer narrative:
Updated data: a5b, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.